Event description:
The customer tested his blood glucose and received breeze2 readings of 366, 340 and 320 mg/dl. He adjusted his insulin based on the readings and passed out sometime later. His sister gave him a glucose injection to raise his blood glucose. The customer did not provide any additional information about the event. He also declined the offer to troubleshoot. The customer returned his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.